Event description:
Knee drive ram motor malfunction. Drive arm bent and bent bracket of 3/16" steel. Manufacturer response for linet mc bed, linet mc le bed (per site reporter): linet will send a rep to replace frame of bed.